Manufacturer narrative:
Report number: 1038671-2024-01711 d10 concomitant devices: 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm, (B)(6). 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t, (B)(6). 200-02-32 - three peg patella 32mm, (B)(6). Multiple MDR reports were filed for this event, please see associated reports:1038671-2024-01711. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 128 months after a left total knee replacement procedure, the patient underwent a revision procedure to address component loosening. The patient was presented with significant periprosthetic osteolysis and aseptic loosening of their left total knee arthroplasty with associated pain refractory to comprehensive nonoperative management in the setting of a recalled exactech total knee device. The patient has experienced failure of implant, implant pain, synovitis, swelling/ edema, loss of range of motion and joint laxity. During the procedure there was noted severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. The femoral component was grossly loose with complete de-bonding and no evidence of an implant-cement interface. Upon removal of the cement there were severe contained osteolytic defects involving the bilateral femoral condyles. The patellar button was inspected and determined to be loose. Revision surgery operative notes were provided. No further issues or complications were reported. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.